Event description:
The customer reported the generation of patient results with g flags on alanine aminotransferase (alt), creatinine (cre), bicarbonate (co2), sodium (na), potassium (k), urea, anion gap, chloride and c-reactive protein (crp) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as bent mix bars. The fse replaced the mix bars to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).